Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of between 500 to 600 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as disorientation. The customer was wearing the insulin pump during the incident. The customer had an extreme high a few weeks prior and their kidneys shut down. Troubleshooting was completed. The customer was at 40 to 50 mg/dl on the morning of the call and was given juice to treat. The customer also reported that their meter was not communicating with their pump any more. The insulin pump will not be returned for analysis.